Manufacturer narrative:
Per the cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 181 to 510 mg/dl. A correction bolus was delivered and a manual injection was administered to address bg. Pump system check was performed; no device issues were observed. Reportedly, cold insulin was used while filling the cartridge. Tandem technical support (cts) educated customer that room temperature was labeled for use with the cartridge. Multiple supplies changes were performed prior to calling cts. Recommendation was made to consult with healthcare provider regarding diabetes management.